Manufacturer narrative:
The speaker harness assembly was replaced. The unit was returned back to service. No report of patient involvement.

Event description:
During depot repair check, it was found that speaker wire was pinched. There was no reported patient involvement.